Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Concomitant medcial products: (B)(4) lead implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had poor atrial sensing amplitudes. It was determined that the patient had irregular ventricular intervals, and the rhythm may likely be atrial fibrillation with rapid ventricular response. A chest x-ray to assess atrial lead position was recommended and reprogramming was suggested to prevent atrial undersensing from contributing to the diagnosis of ventricular tachycardia. Resources for additional information are unavailable. According to manufacturer records, the lead remains in use and the patient continues to be monitored. No patient complications have been reported as a result of this event.